Event description:
Procedure type: unk. According to the reporter: the needle disengaged from device while passing through pt's tissue. The needle fell into the cavity of pt but was retrieved easily. There was no tissue damage or pt injury.